Manufacturer narrative:
Device returned to manufacturer on: 10/21/2016. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to unexpected post op refraction. Patient required a higher power lens. Replacement lens was 22.5 diopter; the explanted lens was 20.0 diopter. There was no patient injury reported.